Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock due to incorrect interpretation of signal. The device was reprogrammed. The patient was stable.